Event description:
The pt's mother reported that her son was hospitalized with diabetic ketoacidosis. They placed him on an intravenous drip and at the hospital his blood glucose measured 467 mg/dl at 10:37 pm, 268 mg/dl at 10:40 pm and 301 mg/dl at 10:41 pm with 3 boluses totaling to 10.38 units of insulin. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.